Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assembly. The functional testing could not be performed due to the blank display. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube and cracked belt clip slot.

Event description:
The customer reported via telephone call that that the blood glucose ran high and that the insulin pump was cracked and looked like moisture was under the display. The blood glucose reading was 363 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.